Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of the site that the gantry was down all the way upon servicing arrival. This is not the typical placement of the gantry for this customer. The company representative tested the gantry brake system and it failed. The gantry was replaced and system was calibrated. Upon follow up, no patient involvement was noted. It was noted that the gantry should remain in place when the laser is off and over time it was slowly moving down. This symptom was not duplicated when the laser was on and only occurred when it was off the customer had not noticed. Arrangements were made with the customer to repair this issue prior to any new cases.

Manufacturer narrative:
During service call, the company representative noticed that the gantry on their laser system went down by itself. There was no patient impact, no cancellation or delay due to the reported event. The company representative replaced the assembly gantry parts and motherboard main computer to address the reported events. The returned gantry parts and motherboard main computer were tested and found no issue. Assembly gantry parts was tested and found the gantry motor started to drift downward at 63 pounds weight. The reported event of unintended gantry movement was confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of universal serial bus (usb) issue cannot be determined conclusively. The root cause of the reported event of unintended gantry movement can be attributed to the non-conforming assembly gantry xyz. (B)(4).